Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, successfully resolving the issue, and was advised to continue using the pump. The customer understood and agreed to contact support if any malfunction code recurred.